Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the product and lot combinations. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Event description:
Litigation papers allege the patient began to suffer severe pain in her left hip and began to be off balance. The pain prevented her from standing for extended periods and from sleeping normally. (B)(6) 2011, plaintiff fact sheet received, part/lot info provided. This is a pinnacle hip not an asr. Left hip.